Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of a balloon catheter, the 20/30 indeflator guage did move when negative pressure was applied. The device was exchanged for a new 20/30 indeflator to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.